Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not available.

Event description:
During impaction of the final tibial implant, the tip on the tibial impaction instrument broke. This did not affect the final impaction it broke on last impact. This did not harm the patient. Nor cause any delay we were finished with this item.